Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. Further dilatation was performed; however, the sds still was unable to cross the lesion, and the shaft separated inside the patient anatomy. The separated portion was removed with the guiding catheter, and a non-abbott sds was used to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation/detachment was confirmed. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, and on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. It was reported that the device was withdrawn for further dilations and re-inserted. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be re-introduced into the artery once it has been pulled back into the guiding catheter. Kinks or bends in the shaft can lead to weakening of the stent delivery system material, such that subsequent application of force or further handling can cause a separation. It is likely that the shaft became damaged/kinked during the procedural attempts to advance/cross the lesion and/or as a result of withdrawal and reinsertion and subsequent handling of the device contributed to the shaft separation/detachment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.